Event description:
It was reported that the patients paddle lead was repositioned due to migration. Additional information was received that imaging was taken which confirmed lead migration and the patient noted that stimulation was not as strong. The patient was doing well postoperatively with good stimulation coverage.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead was repositioned due to migration.